Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that it did not start. Upon functional testing, fse found that the front switch of the host computer in the cabinet section had turned on. A few days later, an issue reoccurred. The philips service engineer resolved the issue and replaced the hard disk spare part and nehalem host pc biplane rev. After which, the system was returned to use in good working order. These codes were updated based on investigation outcome. The evaluation method code grid was corrected.

Event description:
It has been reported to philips that the system did not start. The pilot lamp had flashed green when the data monitor screen was dark. Restarting the system did not improve the situation. The system was not in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site and identified that host pc did not start in the cabinet. Philips has started an investigation of this complaint.